Manufacturer narrative:
FDA codes for section h6 of this 3500a form are listed below; system updates pending. . Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate, in addition to the procedure itself, patient factors (female gender, advanced age, small body height, severe bulky valvular calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, during balloon aortic valvuloplasty (bav) performed with a 20mm edwards balloon catheter, the balloon ruptured. Repeat bav was properly completed with a second 20mm edwards bav catheter. The patient¿s vital signs were stable. Post valve alignment at the descending aorta, prior to valve deployment, accumulation of pericardial effusion and bleeding at the sinus of valsalva (sov) were noted with a gradual decrease of blood pressure (bp). Chest compressions and percutaneous cardiopulmonary support (pcps) were initiated. The tavr procedure was discontinued and the procedure was converted to surgical aortic valve replacement (savr). When the patient¿s chest was opened, the sov was found to be torn approximately 10mm at the non-coronary cusp (ncc) side and the tear partially reached the adventitia. The sov rupture was surgically repaired. It could not be determined the exact timing of the sov rupture and which bav catheter caused the rupture. The native annular diameter measured 20mm x 27mm by CT with an annular area of 434mm2. Severe valvular calcification and bulky native leaflet calcification (ncc) was reported. The sov diameter measured 28.0mm. The stj measured 25.0mm. All devices were discarded following the procedure and are not available for evaluation.